Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and rsd/causalgia - complex regional pain syndrome. It was reported that when the patient is on group b, they don¿t feel stimulation, even when it¿s turned up all the way. When the patient is on group a or c, they feel stimulation in a different locale (the foot). The patient stated that last time they had the system checked, a lead was disconnected. The patient stated that they think that ¿all of the leads are disconnected¿ in the ¿b mode.¿ the patient noted that last time they programmed around the issue. The patient also noted that this is an ongoing issue. No further complications are anticipated.